Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during valve deployment in a 23mm sapien 3 case by transfemoral approach in the aortic position the commander delivery system balloon burst at the end of valve deployment. Despite the balloon burst, the valve was successfully implanted. There was no leak and therefore no post dilation was needed. The commander delivery system was able to be removed through the esheath without any surgical intervention. The patient remained stable. As per medical opinion, the reason for the balloon burst was a calcium plaque in the stj.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Post-procedural imagery was provided for review and a longitudinal burst was observed on the inflation balloon. A DHR review was performed and did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed based on the imagery provided by the site. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. As mentioned in the complaint description, ¿the reason for the balloon burst was a calcium plaque in the stj¿. Additionally, as noted the patient had severely calcified native leaflet and moderately calcified aortic root. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Therefore, available information suggests that patient factors (calcification) contributed to the event. The technical summary documented for root cause analysis on balloon bursts in a calcified aortic annulus. As such, an engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment (pra) is required.